Manufacturer narrative:
E1: name: tandem. Country: united states of america. Street: 11045 roselle street. City: san diego. State: california. Zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to kinked cannula event on (B)(6) 2026. The high blood glucose had been treated with multiple daily injections and the insertion site was thigh.